Event description:
It was reported that patient presented for remote follow-up. It was noted that right ventricular (rv) lead exhibited failure to capture. It was also noted during procedure that helix could not be retracted. The lead was explanted and replaced with new lead. Patient condition was stable.